Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens became stuck preventing correct placement of the iol within the capsular bag. The lens was explanted within the original surgery session. There was no back-up lens available within the original surgery session; therefore, the patient was left aphakic. A secondary surgery was performed to implant another iol. No patient harm or injury reported due to event. Device has not been returned to rayner. There is insufficient evidence and information available to determine the cause of the event. Additional information has been sought from the initial reporter; however, to date, no further information has been forthcoming.

Event description:
On 27th june 2025, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone iol (model unspecified). The event description provided states that the lens became stuck and could not be properly placed in the eye therefore necessitating lens explantation.